Manufacturer narrative:
References the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 serial: (B)(6) product type: 0213-recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was caller reported that they were seeing the battery empty, cannot continue, recharge the controller message (86) while charging their ins. Agent walked caller through controller reset with ac power supply; caller confirmed green flashing light with controller 50% and ins 30%. Caller stated their recharger relay box got hot while charging - agent asked and caller stated this always happened. Caller also stated that today the cord became hot near the paddle while they were charging their implant. An email was sent to repair for replacement recharger. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID: 97755, serial# (B)(6), and product type: recharger. H3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) found rtm got warm after running it at relay box as well as a no device found message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.